Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the albuterol and duoneb did not show up for patient orders. A technical support specialist adjusted the security group's access to allow customer to see patient orders and advised to provide the medication identification (ID), order number, user ID of the customer and user access group to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000 had an issue in which the medications albuterol and duoneb were not showing up for patient orders. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.